Manufacturer narrative:
(B)(4). Preliminary evaluation of the returned device indicates the swg (spring wire guide) unraveled in use.

Event description:
The customer reports that during insertion the swg (spring wire guide) was rough.

Manufacturer narrative:
(B)(4). The customer returned one spring wire guide and lidstock for evaluation. Visual examination revealed that the guide wire was unraveled from the distal end. The core wire was intact; however, the j-bend was deformed. Two slight bends were also observed approximately in the middle of the guide wire body. An offset in the coils was also observed. Microscopic examination revealed signs of use in the form of biological material. The proximal weld appeared spherical and intact. The distal weld had separated from the assembly and was not returned with the sample. The point of separation on the distal tip of the core wire was discolored and pinched, indicating excessive force broke the wire. The guide wire diameter and length from the proximal weld to the distal tip of the core wire were measured and were found to be within specification. The two kinks in the guide wire measured 235mm and 265mm from the proximal tip. The offset in the coils measured 300mm from the proximal tip. A manual tug test was performed on the guide wire. The proximal weld was secure in the guide wire assembly. A device history record review was performed with no relevant findings to suggest a manufacturing related cause. The IFU provided with the kit warns the user, "do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide." The IFU also cautions, "do not apply excessive force in removing guide wire or catheters. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained, and further consultation requested." The reported complaint of an unraveled guide wire was confirmed by complaint investigation. Visual inspection revealed that the distal weld had detached from the distal tip of the core wire. Two kinks and an offset in the coils were observed approximately in the middle of the guide wire. The guide wire met all relevant dimensional requirements and a device history record review did not reveal any findings. Arrow wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Based on these circumstances and the sample returned, unintentional user error likely contributed to this event; however, the probable cause of guide wire and catheter resistance could not be determined based upon the information provided. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that during insertion the swg (spring wire guide) was rough.